Manufacturer narrative:
The reported event of failure to interrogate was confirmed during a software investigation. Based on the information provided, it was determined that the device was unable to connect to the merlin 2 programmer due to a noisy environment.

Event description:
It was reported that the device was unable to be interrogated via bluetooth (ble) telemetry. A magnet was applied to the device in attempt to restore the ble telemetry, however, the event was not resolved. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicated the device was able to pair to the mymerlin application on a mobile device, but not the merlin programmer.